Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator alarmed for high respiratory rate. The customer reported that there were no secretions in the tubings and that he ventilator passed several pre-use check. Air flow sounded raspy, as if there is liquid somewhere in the system. It was later suggested that auto triggering could have caused the reported issue. Information was forwarded to the customer and no further problems have been reported after that. The investigation of the received device logs shows that alarms for high respiratory rate begun to appear on (B)(6) 2020, four days before the reported date of event. The date of event will be updated accordingly. Several pre-use checks passed both before and after the event, the latest before the event six days before. No technical faults were logged. The conclusion is that the reported issue with high respiratory rate most likely was caused by leakage in the patient circuit in combination with used trigger settings. Received device logs do not indicate a technical ventilator malfunction.

Event description:
It was reported that during patient treatment, the ventilator alarmed for high respiratory rate. There was no patient harm. (B)(4).